Event description:
The account originally reported that the catheter did not aspirate. When the product was rec'd and decontaminated, there were leaks along the catheter tubing, some of which would be considered subcutaneous if it would have been placed in the pt.